Event description:
Event was reported to caldera medical by an attorney. Legal complaint states the patient suffered infections, urinary incontinence, vaginal pain, urinary problems, painful intercourse, discharge, odor, dysuria and vaginal scarring.